Manufacturer narrative:
Events revealed by the investigation of push catheter and guide catheter broke. Investigation found out that both push catheter and guide catheter were detached. Push catheter was detached into three segments. One segment was buckled and kinked near the hub. The guide catheter was detached into four segments. The distal segment was stretched and kinked. The proximal segment was also kinked, stretched and bent. The third segment was stretched, kinked/bent and accordioned. The fourth segment was stretched and kinked/bent. The exact cause of the breaks in the catheters could not be determined; however, it is likely that procedural or anatomical factors were encountered during the procedure (such as tortuous anatomy or maneuvering of the device) which limited the performed of the device. Therefore the most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when they attempted to deploy that stent, it failed to deploy and the guide catheter was stretched. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the push catheter to be detached in three pieces, therefore this event has been deemed an MDR reportable event.